Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event, or determine a root cause. Probable root of the reported maceration may be improper preparation of wound area or failure to change dressing as often as is necessary. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review found further instances of the reported events. The instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional risk management review is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Correction: h6 (health effect - clinical code, medical device problem code, type of investigation and investigation findings) and h11 (roi) h3, h6: the product was not returned for evaluation; therefore, a product analysis could not be performed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and a review of prior escalated actions could not be performed. A review of complaint history based on the historical data revealed similar previous events, however no commonalities that would suggest a device deficiency were found. A review of the product labeling (IFU) document for replicare revealed that this product is designed for use on partial and full thickness wounds with light to moderate exudate. It also stated that frequent dressing changes, particularly on patients with fragile skin or dermatological conditions, can result in skin reddening or damage. A review of the risk management documentation was performed and concluded that the alleged failure and associated foreseeable harms have been anticipated. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that when using replicare ultra dressing to treat pressure ulcers or injuries, 1 patient reported wound maceration after use of the dressing and also some exudation. It is unknown if/how the adverse event was treated. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it, we do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.